Event description:
Reporter alleged high glucose reading of 400+ & 357 mg/dl. It was reported customer went to the hospital within minutes where they measured 156 mg/dl. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.